Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The ventricular assist device (vad) specialist in england reported that a male patient was admitted to the hospital for suspected thrombus. On admission to hospital, the patient labs were: ldh 943, plasma free hemoglobin of 0.4. During the hospitalization the ldh increased to 3000 and plasma free hemoglobin increased to 1.7. The patient had been on coumadin at home but the hospital clinical team believed that he may have not been taking aspirin. Log data sent to the manufacturer for analysis on (B)(4) 2015 showed a gradual increase in watts to values outside of the normal operating range. The patient was started on IV tirofiban and heparin. They then took the patient to the catheterization lab and gave interventricular tpa. After the tpa, the patient had some spikes in the power of the device and then returned to normal. Subsequent log files on (B)(4) 2015 showed a return to normal range. As well as the lab values. The patient was then transplanted with ldh of 247 and plasma free of 0.3 but died post-transplant of unknown cause at this time. Investigation is ongoing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
The ventricular assist device (vad) specialist in (B)(6) reported that the patient was admitted to the hospital for suspected thrombus. Log data sent to the manufacturer for analysis on (B)(6) 2015 showed a gradual increase in watts to values outside of the normal operating range. Subsequent log files on (B)(6) 2015 showed a return to normal range.

Manufacturer narrative:
Log file analysis - 12/08/2015: four low flow alarms have been logged since (B)(6) 2015. The current low flow alarm limit is set to 2.0 lpm. Thirty high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 8.0 w. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. No additional information has been provided, the patient did not have the device at time of death. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.